Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin, during the load sequence. Customer reloaded the existing cartridge to resolve the issue. Additionally, it was reported, that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level ranged from 140-143 mg/dl.